Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported.